Event description:
During verification testing at the service center, the device alarmed with a whitescreen software error.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sound an audible alarm from the secondary beeper. This was due to a software error. Add'l testing found the touchscreen did not respond when pressed. This was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.